Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient has noticed stimulation surges three times within the last year. It was noted that the impedances were normal. It was suggested that the patient document any additional occurrences. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the stimulation surges were resolved. No further complications are anticipated.